Event description:
It was reported that the patient had inappropriate shocks due to oversensing via reduced intrinsic amplitudes. During office testing, the secondary sensing vector had such tall r-waves that they were labeled as noise. The alternate sensing vector had undersensing. The primary sensing vector also did not pass. Technical services advised, since there is no good sensing vector, it should be discussed with the physician. The malfunction is not likely to cause or contribute to a serious injury. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the sicd system was explanted and replaced with a transvenous system. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to oversensing via reduced intrinsic amplitudes. During office testing, the secondary sensing vector had such tall r-waves that they were labeled as noise. The alternate sensing vector had undersensing. The primary sensing vector also did not pass. Technical services advised, since there is no good sensing vector, it should be discussed with the physician. The malfunction is not likely to cause or contribute to a serious injury. There were no additional adverse patient effects. The system remains implanted.